Event description:
A customer reported a high readings issue with his adc freestyle libre. While at the hospital for unspecified "other reasons", the customer received a continuous sensor scan result of 'hi' (reading greater than 500 mg/dl). The customer self-treated with insulin (unspecified dose) in response to the sensor scan, but subsequently felt weak, was shivering, and started sweating. A comparison blood glucose reading was taken on an hcp meter, which showed a result of 48 mg/dl. An hcp administered sugar and measured again in 10 minutes, which gave a result of "49 mg/dl or 50 mg/dl", so more sugar was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Serial number was amended from (B)(4). To (B)(4). Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software and the sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed, and the plug assembly was inspected and no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with his adc freestyle libre. While at the hospital for unspecified "other reasons", the customer received a continuous sensor scan result of 'hi' (reading greater than 500 mg/dl). The customer self-treated with insulin (unspecified dose) in response to the sensor scan, but subsequently felt weak, was shivering, and started sweating. A comparison blood glucose reading was taken on an hcp meter, which showed a result of 48 mg/dl. An hcp administered sugar and measured again in 10 minutes, which gave a result of "49 mg/dl or 50 mg/dl", so more sugar was administered. There was no report of death or permanent impairment associated with this event.